Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the reported vision issue experienced by the customer was related to the power supply. The system was repaired by replacing the affected power supply. As of january 4, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during set up for a da vinci s prostatectomy procedure, the surgical staff heard a pop sound and the system would not start up. The patient was under anesthesia and port incisions had been made before the surgical staff made the decision to abort the procedure and reschedule for a later date. No patient harm, adverse outcome or injury was reported.